Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800 ar synchon clinical chemistry analyzer. The fse inspected the instrument and found dirty flowcell. The fse upon further troubleshooting found that the issue was caused by operator use error, the customer was using expired bleach solution. Multiple use of expired bleach caused the carbon bridge to malfunction. The fse use a new bleach solution, cleaned the flowcell, swapped measure and reference sodium electrode positions in flowcell, and replaced the carbon bridge which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4). Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the dxc 800 ar clinical chemistry analyzer generated erroneous low patient results. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.